Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent deformation occurred. A percutaneous coronary intervention was being performed on a lesion in the left main to the left circumflex artery. Predilation was performed with a balloon at 10 atmospheres. The 3mm x 28mm promus elite stent was deployed. Post stenting, post dilation was performed with a non-complaint balloon however, fluoroscopy images noted a few stent struts of the promus elite to be deformed at one side. Another 4 x 8mm non-bsc stent was implanted to cover the ostial left main. The procedure was successfully completed without issue or patient injury.